Manufacturer narrative:
(B)(4). Date sent: 4/9/2025. Additional information was requested and the following was obtained: ecr60b the correct lot number is " 298c47". Event date should be 13-jan -2025.

Manufacturer narrative:
(B)(4) date sent 2/26/2025 d4 batch #239c65. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 3 double drivers out of position, 9 double drivers missing and 2 single drivers missing, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 239c65, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.